Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to act button were flat button dome. J2 connector was inspected and locked on lcd board. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with minor scratched lcd window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the bolus and act buttons had to pushed harder than before to work. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.